Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 325 mg/dl with confusion and nausea. During troubleshooting, it was found that the patient had failed to respond to an alarm in a timely manner. The patient also had a change in physical activity level without adjustments to insulin regimen. The patient changed to cartridge resulting in the basal delivery totals in tdd not matching. Customer support deemed the bg excursion a training/misuse issue and referred the patient to a health care provider.